Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, physical damage was observed to the active exhalation control module. The device's active exhalation control module needs to replace to address the issue.